Event description:
It was reported that during a deep vein thrombosis treatment procedure, a filter deployment issue occurred. Vascular access was obtained via the juglar. The intended location for treatment was the inferior vena cava (ivc). A 12fr greenfield titanium filter was advanced to the target location without difficulty. The filter was flushed prior to deployment and backflow was noted as "little." Using intermittent flushing, the greenfield filter was deployed at the target lesion, however; one leg of the filter expanded and five legs were bunched together and engaged in the vessel. No additional filters were implanted and the procedure was completed with this device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during advancement and positioning. Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release." (B)(4).